Event description:
A malfunction was reported with a malfunction code of 24, and the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. To address the problem, the customer was informed that a replacement pump with updated software would be sent, and they would receive training through their source account. The customer was instructed to return the problematic pump to tandem using a pre-paid label and was also provided guidance on putting the pump into storage mode. A backup therapy using mdi was arranged to ensure insulin delivery was not interrupted.